Event description:
Customer reports to have received a no delivery alarm during manual prime. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.